Event description:
New information received notes the right ventricular lead had high threshold because it was dislodged. The lead was explanted and replaced. The patient was asymptomatic and stable before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine device check, an elevated threshold was observed on the right ventricular lead. The impedance was stable. Patient was stable. No further information available.